Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and when testing the grippers, above the valve, the grippers would lower simultaneously; the tactile gripper would lower independently, but the non-tactile gripper would not lower independently. The non-tactile gripper would lower if the tactile gripper was down. However, if the tactile gripper was raised, the non-tactile gripper would not lower. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 4 to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult gripper actuation from this lot. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.